Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension tube was confirmed. The product returned for evaluation was a 20cm triple lumen powertrialysis catheter. The investigation findings are consistent with damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the extension tube of the venous lumen. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported device was inserted on (B)(6). Dialysis performed on (B)(6). Dressing (3m tegaderm) changed on (B)(6). On (B)(6) when dialysis started, blood spurted out from the transparent extension tube (v side), so dialysis was stopped, the catheter was replaced, and dialysis was resumed. During the fourth dialysis, blood was found to be leaking from the transparent extension tube (v side). No other information was provided.

Event description:
It was reported device was inserted on (B)(6). Dialysis performed on (B)(6). Dressing (3m tegaderm) changed on (B)(6). On (B)(6), when dialysis started, blood spurted out from the transparent extension tube (v side), so dialysis was stopped, the catheter was replaced, and dialysis was resumed. During the fourth dialysis, blood was found to be leaking from the transparent extension tube (v side). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.